Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left ophthalmic artery aneurysm with a max diameter of 6 mm and a 3.89 mm neck diameter. It was noted that the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that during coil embolization therapy, the axium coil detached prematurely during delivery. The pushwire was not bent or broken. It is unknown whether there was any friction or difficulty during delivery. The physician did not reposition the coil, did not attempt to detach the coil, and did not rotate the delivery pusher during the procedure. Another coil was used instead, but the second axium coil encountered significant resistance during delivery, and the coil could not pass through the microcatheter. Another coil was used instead. The coils were removed from the patient with the catheter. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No surgical or medicinal intervention was required. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID: qc-2-6-3d (lot: 229927139); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.